Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient presented to the emergency room complaining of a burning sensation, a "strong shocking sensation at the implant site," and pain in several locations around the implant site. Per the patient's request, the cardiac monitor was removed. No patient complications have been reported as a result of this event.